Manufacturer narrative:
Conclusion: asp assessment: due to repeated e01 failures observed at certain customer sites, a CAPA was generated to investigate the root causes. A review of failure mode and effects analysis (fmea) for asp aer indicates for all related failure modes the overall risk number (rpn) associated with leakage are all below the threshold of 100, therefore no further action is required at this time. Due to the problems with e01 error, the aer was eventually deinstalled. Asp will continue to monitor for trends. This complaint was part of a retrospective review conducted by asp under the FDA exemption number.

Event description:
The customer reported ongoing issues with "e01-reservoir tank full" errors while processing their fujinon scopes. They also observed blue-green staining on the floor due to cidex opa leaking from the reservoir. There were no reports reactions to the cidex opa. The customer also stated their cidex opa solution is failing early. The customer stated that the nurse manager of the department is very focused on patient safety and that she has not reported any patient injuries. An asp field service engineer (fse) has been to the customer site and was not able to determine a cause for the problems. An asp clinical educator consultant visited the customer to evaluate their procedures and determined the scopes were connected correctly. It appears the disinfectant is being diluted by water and causing the e01 errors and the mec failure of the cidex opa solution.